Event description:
It was reported that following routine pump replacement the patient went into cardiac arrest and was hospitalized. The physician filed the pump with two weeks worth of baclofen, bupivicaine, and dilaudid. The patient was doing well and about to go on vacation and refill was scheduled for when she returned. Per the physician, there was no inadvertent overdose during post-op or cardiac arrest in that matter. No further information was given.

Event description:
Additional information received reported that the last time the pump was replaced (2007-08-01), the patient experienced an overdose. It was noted "they overdosed her", and the patient went into cardiac arrest (as previously reported). Per the patient, she became "completely paralyzed and her heart stopped from the overdose on the pump", and that the patient was in the hospital ¿for days, cardiac arrested, and had to be revived". The reporter noted there was dilaudid in the pump at that time.

Manufacturer narrative:
(B)(4).